Event description:
The patient was implanted with a smooth becker expander/mammary prosthesis in 1990. Subsequently, the patient experienced a rupture of the device, capsular contracture and pain. The device was removed in 1999.